Event description:
A scan again in 10 minutes error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a shaking and was unable to self-treat, requiring third-party administration of oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Performed visual inspection on the sensor plug and broken snaps were observed. This causes an improper seating of the plug in the mount and a poor connection between the rubber contacts and printed circuit board (pcb) contacts. The sensor plug is unable to form a proper seal, which could lead to liquid ingress on the pcb, therefore this issue is confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-6 (evaluation codes) and h-10 (investigation summary) were omitted from the initial MDR 30 day report.

Event description:
A scan again in 10 minutes error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a shaking and was unable to self-treat, requiring third-party administration of oral glucose. There was no report of death or permanent impairment associated with this event.